Manufacturer narrative:
No part replaced. The ventilator software was upgraded only.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and upgraded the software level. The unit passed extended self testing.